Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while outside of a procedure, the detector output counts were varying.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the cp2 was upgraded, the detector panel and lvds cables were replaced on the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.